Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported during the procedure the physician found the tissue dilator freyed. A new kit was opened to finish the procedure. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The report of a damaged dilator tip was confirmed through complaint investigation of the returned sample. The customer returned one, opened cvc kit for analysis. Signs-of-use in the form of biological material were observed. Visual analysis revealed that the dilator tip was severely split/frayed. Microscopic examination confirmed the damage and revealed white stress marks, which indicated that stress was applied to the tip. The dilator was split/frayed approximately 4-5mm from the distal tip. The dilator length measured 3 15/16" via calibrated ruler, which was within the specification limits of 3 3/4"-4 1/4" per the dilator product drawing. The dilator outer diameter measured 3.458mm via calibrated micrometer, which was within the specification limits of 3.43mm-3.50mm per the dilator extrusion product drawing. The dilator inner diameter (at the proximal end) measured 1.0414mm via calibrated pin gauge, which was within the specification limits of 1.02mm-1.09mm per the dilator extrusion product drawing. Functional testing could not be performed due to the severity on the returned dilator. The manufacturing facilities confirmed that the diilators of this type were 100% inspected for tipping defects. After the heptane wash, the dilators were placed in the trays at the packaging site and another 100% in spection was performed. Based on these comments, it was unlikely the damage occurred during manufacturing. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". A device history record review was performed, and no relevant findings were identified. Based on the customer report that the damage was observed during use and the appearance of the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported during the procedure the physician found the tissue dilator freyed. A new kit was opened to finish the procedure. No patient harm was reported. The patient's condition is reported as fine.